Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. Investigation observed moisture behind the display lens. The audio bolus cover was missing and a leak test showed a leak where the missing bolus button cover was located. The pump powered up with the appropriate audible and vibratory functions. All the buttons responded properly. The pump casing was opened and evidence of moisture intrusion was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. Reportedly, the audio bolus button was not responding properly. The reporter stated that the button cover was peeling and there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.